Manufacturer narrative:
The returned nail was visually inspected and there was no visible outside damage observed. An x-ray of the internal components revealed that the end keeper was no longer properly positioned inside the housing tube. It was also observed that both the bearing and end keeper were broken with visible fragments. Functional testing was performed and no distraction force could be measured, confirming that the device was jammed. It is possible that the friction encountered between the magnet and the broken bearing jammed the internal actuator mechanism during insertion but this cannot be confirmed. Device record review: a review of the DHR indicated that the unit all met all required inspections and specifications prior to release.

Event description:
No additional information has been provided.

Manufacturer narrative:
The device has been returned and is pending evaluation. The root cause cannot be confirmed at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the surgeon was implanting the nail and upon testing the nail with the external remote controller (erc) the nail was not responding with normal distraction. The nail was removed and tested on the back table with a fast distractor, but it was still unresponsive. The procedure was completed using a new nail.